Event description:
Additional information was received from the health care professional (hcp) indicating that the stimulation was good but that the battery died. The patient did not keep battery charged. It was stated that the stimulation in the wrong location was resolved.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a manufacturer representative (rep) regarding a patient implanted with an implantable neurostimulator (ins) for degenerative disc disease/herniated disc pain. It was reported that the ins was replaced for elective replacement indicator (eri)/replacement. Additional information received from a consumer on 2016-feb-09 reported that the ins was changed due to normal battery depletion. Additional information received from the rep on 2015-feb-15 reported that she believed the ins was replaced because an eri message was seen.